Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as a 1108 "machine pressure sensor autozero failed" alarm error occurred. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1108 "machine pressure sensor autozero failed" alarm error occurred. A service proposal consisting of the replacement data acquisition (da) printed circuit board assembly (pcba) was sent to the customer for approval on 02jun2026. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.